Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. The device's wye circuit was not available for evaluation as part of this investigation. The device's autocalibration valve was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "run time calibration error - 1051" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 2242630-2016-00029 for a similar report from the same customer.